Event description:
It was reported that a patient underwent a total vaginal hysterectomy with anterior/posterior repair on (B)(6) 2010 and suture was used. During the procedure, the very end tip of the needle broke off. The needle was visible on x-ray and they attempted to retrieve the piece using magnets and surgical dissection during the same procedure. The surgeon stated that the needle is situated where it is not accessible for removal without undue risks to the patient. The needle remains retained in the patient's body.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. Two possible product codes are reported as follows: product code: (B)(4), batch: unk. Product code: (B)(4), batch: unk.